Manufacturer narrative:
Device eval by manufacturer: this embold packing introducer sheath and coil was returned for analysis. Visual inspection identified the perforations intact, and the coil stretched in and out of the introducer sheath. Microscopic examination revealed that the couplers remained attached (albeit bent), but the coil itself had separated from the distal coupler. B3: event date is estimated based on the notification date.

Event description:
Reportable upon analysis with aware date 17march2025. It was reported that there was resistance when re-sheathing and the coil had stretched. During the procedure for gastroduodenal artery embolization, the microcatheter refluxed back into a space where they did not want to embolize. When trying to re-sheath the 60 cm embold packing coil there was resistance. They were able to pull hard enough for the coil to retract and were able to remove; however, the coil looked stretched. The procedure was able to be completed with another coil without sequalae.